Manufacturer narrative:
Event date was estimated based on aware date.

Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. However, difficulty removing the catheter from the guidewire was encountered. The procedure was completed with another of the same device. There were no patient complications.